Event description:
As reported the exactech truliant knee clinical study, approximately 3 years post op the initial tka, this male patient was experiencing flexion instability and recalled polyethylene insert; revision r tka scheduled for on (B)(6) 2022. The case report form indicates this event is definitely related to devices and definitely not related to the procedure. This event report was received through clinical data collection activities. No additional information.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Concomitant medical products: 02-020-11-0340 - truliant ps cem fem ps cem right sz 4, 6330361, 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, 6289060, 200-07-32 - advanced patella 32mm 3 peg implant, 6187655.

Manufacturer narrative:
Section h11: the following sections have corrected information: (h3) the revision reported in (B)(4) was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and instability. However, this cannot be confirmed as the devices were not available for evaluation and photos of the explanted devices or pre-revision radiographs were unable to be obtained. (H6) investigation findings: 3221, no findings available; investigation conclusions: 22, known inherent risk of device.